Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the daily insulin delivery totals appear inconsistent due to time/date issue. The pump passed flow accuracy test and found to be delivering within required specifications. Basal history recorded accurately during testing. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they are in the hospital with a diagnosis of diabetic ketoacidosis. The patient stated that their endocrinologist says that they believe the pump is responsible. The patient stated that they were admitted on (B)(6) 2014 and started on IV drip of insulin. The patient stated their blood glucose (bg) was 455mg/dl with fruity smelling breath, vomiting and ketones. The patient stated that they had a hysterectomy and started on wellbutrin and their bg has been elevated since then. The patient stated that they had an appointment with their doctor on (B)(6) 2014 and they changed their basal rates then, the basal rates were adjusted several times in the past month and two to three times since they have been in the hospital. The patient was resumed on the pump during hospital stay but later taken off again and is now on lantus and a sliding scale of insulin. Customer support (cs) reviewed the pump settings and verified that they were correct. After review the pump was suspended on (B)(6) 2014 from 10:56pm and resumed (B)(6) 2014 at 12:37am. The patient stated that their bg level was 45mg/dl and they could not get it any higher than 70mg/dl, so they suspended the pump. Occlusion alarms noted on (B)(6) 2014 (x 5). The patient stated they did not confirm the alarms because, they were off of the pump and was correcting with syringes. This reports is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.